Event description:
A malfunction was reported on a pump, identified by the caller without any notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with information to reset the pump, assisted in the process, and confirmed that the malfunction code did not recur. The customer was advised to continue using the pump and to call back if any issues arise again.